Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform occlusion test, prime/a33 test, excessive no delivery test or verify a33 alarms due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received compromised force sensor system alarm during set change prime. Customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.